Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. An infusion test revealed that the device had a safety slide clamp alarm. The cause of the condition was determined to be a damaged safety slide clamp assembly. To correct the condition, the safety slide clamp assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had an insert slide clamp alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.